Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that discrepant patient results and control samples, run on the architect analyzer, are being generated. The customer stated that the folate assay may be contaminated, because after decontaminating the instrument, calibrating and changing the filter, the patient results and the controls are acceptable for a couple of days, but then start to fluctuate again. There was no impact to patient management reported.